Manufacturer narrative:
Device operational issue; actual device evaluated; visual inspection; mechanical evaluation; maintenance problem; mechanical problem; maintenance deficiency; device repaired and returned. . Device was last serviced in (B)(6) 2007 (8 years, initial release). Emergent recommends the device be serviced every two years.

Event description:
It was noticed on a ems call during operation of the CPAP unit today that the unit would not hold correct pressure during inhalation. Following the call the unit was tested, kinked hose replaced and tested again, multiple circuits tested with unit and found that the unit will not hold proper pressure.